Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system and the novasure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal (exact date unknown). The physician reported the "tissue pathology from the procedure contained bowel tissue". The physician also reported "the procedure seemed uneventful though she did note some divots on the uterine wall". The patient is "currently doing fine".